Event description:
Plaintiff reports initial bilateral implantation 11/23/81 with explant 6/14/82. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."